Event description:
It was reported that the reservoir leaked inside of the reservoir compartment. Customer stated that insulin pump is flooded and will not rewind. The reservoir chamber was leaking. The blood glucose reading is 392 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.